Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of event - the date when the occlusion was noted is unknown. Explanted date - the device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that on (B)(6) 2019, hemostasis was successfully achieved by the angio-seal device after coiling was completed for the aneurysm. After that, however, it was confirmed that blood occlusion occurred at the punctured site. The procedure before deploying the device was a coiling procedure. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. It is unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There were no other devices or equipment being used with the reported product. Additional information was received on july 30, 2019. The course of the patient's condition was reported to be non-serious health damage as specified as blood occlusion occurred at the puncture site and the patient is being observed.